Event description:
It was reported that a user experienced hyperglycemia with a blood glucose value of 235 mg/dl after a first sensor and supply change while on the ilet during the initial learning period, and the user attributed possible causes to stress during the change or early algorithm adaptation. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no alerts or alarms, and self-management by allowing the ilet to correct. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no device malfunction, no component damage, and no performance issue identified, with cause of the elevated glucose remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and unrelated to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.